Event description:
It was reported that the 9800 system had a physicist discrepancy, the mag 4 mode was greater than 4%. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The beam alignment was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.